Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that a dozen 18-packs of (B)(6) fell on the patient, and it was painful. The patient stopped feeling stimulation the next day. The patient went to check their device and it was turned off. The patient turned it back on and it was at half charge. The patient was concerned that the lead might have moved. The patient was redirected to follow up with their healthcare provider (hcp). No further complications are anticipated.